Event description:
I had lasik surgery on january for -1.5/1.75 nearsightedness and immediately after lost much of my close up vision. I couldn't see anything closeup including face, eyes, and even further away it was blurry. Distance vision slightly improved compared to vision without glasses or contacts but visual acquity was missing. I couldn't see clearly, everything had a blurriness to it. My eyes felt dry at night in particular my right eye and often when I would wake up it felt like there was pressure and my right eye would open up less than my left eye. I went to my eye dr for follow ups and he told me to keep using eye drops and it would improve. Two months later it had not so we scheduled an "enhancement" where he said it would fix my issues. On (B)(6) 2023, I had the enhancement and again immediately following surgery my vision was not clear. My close up vision improved but there is still a double vision, blurriness to everything I see and my distance vision is blurry and I have "ghosting" or where I see things pretty much double. I saw the dr 2 months post op and he said I have 20/20 vision. I told him I can see the "letters" but they are not clear. I see two of them. He said to keep using eye drops and grudgingly gave me a prescription for -.25 so I can get glasss. I cannot drive without glasses and especially at night I would not be able to drive without them. I have glares, double vision, halos and blurriness. He said he discussed at length ectasia with me and other risks but he did not. When I initially asked if people can go blind from lasik, he told me with the millions of lasik surgeries done in the world, it has never happened. This was what convinced me to get the surgery and now my vision is damaged and I am afraid it will continue to get worse. Now I have to seek specialists to help me figure out what I can do to save my sight and pay a lot of money to do so. I also have to wear glasses all the time to see somewhat clearly. Lasik surgery has damaged my vision.